Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in a small vial. Visual inspection found the haptic missing a piece, it is folded due to position in vial and debris and clear residue on lens surface. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in a small vial. Visual inspection found the haptic missing a piece, it is folded due to position in vial and debris and clear residue on lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, diopter -10.00 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a shorter lens due to the patient experiencing excessive vault. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.